Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous procedure. A pre-deployment angiogram was performed. The pt returned to the hosp the next day with symptoms of claudication. A CT angiogram revealed occlusion of the right femoral artery. The pt underwent surgical thrombectomy procedure. The surgeon reported some calcified plaque had adhered to the angio-seal which was removed. The pt was reportedly recovering.